Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged pulmonary cancer and difficulty breathing/shortness of breath while using the device. Patient also alleged particles in the tubing and chamber. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused pulmonary cancer accompanied with difficulty breathing/short of breath. The reported event of pulmonary cancer accompanied with difficulty breathing/short of breath and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as possibly related to the device in this case. Based on the available information at the time of the review, the device may have caused or contributed to the reported events. However, further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3 repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.